Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and suprarenal aortic extension. On (B)(6) 2016, the patient had a type 3a endoleak repaired with an additional suprarenal aortic extension. On (B)(6) 2017, during a routine follow up, computed tomography (CT) showed contrast in the aneurysm sac and was concluded to be a potential type 3b endoleak or a type 2 endoleak. There have been no additional reports of the patient being scheduled for a secondary intervention or of the patient having completed a secondary intervention. The patient is reported to be in stable condition.

Manufacturer narrative:
Correction: device codes updated.

Event description:
Additional information received, the patient was confirmed to have a type 2 endoleak. The physician elected to reline the initial devices with ovation devices to seal the endoleak. Current patient status was not reported to endologix.